Event description:
A customer reported to baxter (B)(4) of an interlink set in which there was a leakage of blood from the cap end of the line. The process step was during patient use and no patient injury or medical intervention is reported. No additional information was available.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed.

Manufacturer narrative:
(B)(4). Upon further investigation with the customer, it has been concluded that this report was erroneous and there is no alleged deficiency against this product.